Event description:
It was reported that during an unspecified procedure, foreign material was noted. The lesion was located in an unspecified bile duct. Another manufacturer's cannula was placed and the 0.035 jag precursor guide wire was advanced to the lesion. Upon attempting to remove the cannula, a black foreign material came out of the papilla. The cannula and guide wire were removed. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "good".